Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable did not pass continuity testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The inter connector cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable assembly was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging system. It was reported that the umbilical cable was damaged. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.